Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Due to the lack of defective product, it is not possible to determine the source of the defect reported and to determine the root cause. Therefore, the complaint cannot be confirmed at this time. Manufacturer will continue to monitor and trend similar complaints.

Event description:
Complaint alleges: the facility was unable to load clips from the jaw. This occurred during use on a pt. No pt injury reported. Additional information was requested; however, clarification of the event was not received.